Event description:
It was reported that there was oversensing on the left ventricular (lv) lead with this cardiac resynchronization therapy defibrillator (crt-d) that led to pacing inhibition. Technical services (ts) reviewed and found the deflections were infrequent and not aligning with the atrial activity, so recommended programming changes for the device. This lv lead and crt-d remain in service. No additional adverse patient effects were reported.